Manufacturer narrative:
The refractions provided by the clinic show that the system measurements were aligned with the refractions the patient had measured postoperatively. The images look acceptable (small amounts of peripheral debris can be seen in the fringe pattern images, most likely sub-incisional cortex) and the refractions made sense. Reviewing the patient chart notes, it shows that the vision is primarily being affected by the pco (posterior capsular opacification) or a ¿secondary cataract¿ that the customer has already advised that the patient should schedule a laser procedure. The manifest refractions suggest that the system was on target and that the visual acuity not be matching the refractions because of the pco is most likely the complaint for this customer. Also, it was noticed that the patient confirmed to ¿sleeps in their contacts¿ and removed the contacts on the day they had their biometry taken. This could also affect the quality of keratometry and axial length measurements taken prior to surgery. The clinical application specialist (cas) suggests that the system provided good measurements and refractions. The pco development is attributed to the visual acuity issues. The clinic chart even notes ¿discussed with patient the vision is limited in the right eye due to pco. Further examination and communication with the customer revealed a little more information. The cas spoke with the clinic and ¿they found that the keratometry readings had changed significantly after the patent had been out of her contact lenses.¿ the root cause of the customers reported issue has been identified as a posterior capsular opacification or ¿second cataract.¿ (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported not being able to see at distance in both eyes post cataract surgery. The consumer also noted having trouble with reading road signs. The consumer was seen postoperatively by the treating surgeon and it was recommended that a yttrium-aluminum-garnet (yag) laser be used to improve vision. The consumer did not have that procedure done but instead will see another surgeon for a second opinion. The consumer believes the system used to determine which intraocular lens was needed at the time of her cataract surgery is to blame for her not being able to see. The patient is considering an intraocular lens replacement. The patient was treated for monovision. Additional information received states that the patient has discontinued all post operative eye drops. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.